Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump has an unresponsive keypad. It was also reported that the insulin pump is damaged and has cracks all over the pump. Customer stated that the pump alarmed no delivery several times after changing the infusion set. Customer's blood glucose reading was 160 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.